Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 oct 2020 was reviewed. On (B)(6) 2015, the patient had a left total knee arthroplasty to address left knee osteoarthritis. On (B)(6) 2019, the patient had a left knee revision to address pain and tricompartmental hypertrophic osteoarthrosis. There was loosening of the tibial tray at the cement/implant interface. It should be noted that the medical records were difficult to read as the wording was illegible in places. Doi: (B)(6) 2015, dor: (B)(6) 2019, (left knee).